Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('migration / perforation') in an adult female patient who had essure inserted for female sterilisation. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria hospitalization and medically significant). At the time of the report, the perforation outcome was unknown. The reporter considered perforation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc (product technical complaint) based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('migration / perforation') and device expulsion ('lt essure noted in uterine cavity') in an adult female patient who had essure (batch no. 50676287) inserted for female sterilisation. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria hospitalization and medically significant) and device expulsion (seriousness criterion medically significant). Essure treatment was not changed. At the time of the report, the perforation and device expulsion outcome was unknown. The reporter considered device expulsion and perforation to be related to essure. The reporter commented: right: 3 coils left: 6 coils concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: device expulsion lot number: 50676287, manufacturing date: 2012/07, expiration date: 2015/07. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 16-mar-2021: quality safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('migration / perforation') and device expulsion ('lt essure noted in uterine cavity') in an adult female patient who had essure (batch no. 50676287) inserted for female sterilisation. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria hospitalization and medically significant) and device expulsion (seriousness criterion medically significant). Essure treatment was not changed. At the time of the report, the perforation and device expulsion outcome was unknown. The reporter considered device expulsion and perforation to be related to essure. The reporter commented: right: 3 coils left: 6 coils concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: device expulsion quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 8-mar-2021: mr received. Reporter information, lot number, event "lt essure noted in uterine cavity", auto narrative supplement and rcc were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('migration/perforation') in an adult female patient who had essure inserted for female sterilisation. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria hospitalization and medically significant). At the time of the report, the perforation outcome was unknown. The reporter considered perforation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.